Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was not returned to be evaluated; therefore, it is not possible to confirm the reported complaint. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, they had three hs iii in the loaders. A replacement device was used to complete the procedure. The hospital did not report any patient effects.